Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the implantable cardioverter defibrillator (ICD) was unable to get appropriate lead impedance measurements due to a malfunction of the device header. Mineral oil was tried. The device was not used and another ICD was implanted. No patient complications have been reported as a result of this event.